Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the specification, crease fold, deformation, wear abrasion, white particles and deformation. Based on the device analysis the final assessment is: the unit is not ruptured.

Event description:
Healthcare professional reported left side "persistent discomfort and changes in the breast" with capsular contracture, baker grade iii. Additionally reported "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and capsular contracture, baker grade iii with persistent discomfort and right breast firmer.

Event description:
Healthcare professional reported left side "persistent discomfort and changes in the breast" with capsular contracture, baker grade iii. Additionally reported "rupture." Device has been explanted.